Event description:
It was reported that the cardiosave intra aortic balloon pump does not charge batteries. This was identified during routine check. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental data will be submitted upon the completion of investigation.

Manufacturer narrative:
Corrected data: e1 event site name. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6- (type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) was dispatched for evaluation. Equipment was inspected; tests and functional tests were performed. The equipment was not faulty, it was not properly placed in the cart, therefore, it would not charge batteries. Fse readjusted coreectly. Equipment is now suitable for clinical use. The root cause is "user related."

Manufacturer narrative:
Corrected fields: e1 - event site telephone, h6 - component code. Updated fields: b4, b5, g3, g6, h2 and h11.

Event description:
It was reported that the cardiosave intra aortic balloon pump does not charge batteries. This was identified during routine daily check by customer. There was no patient involvement and no injury.